Event description:
The report we received from our affiliate indicated that during a pta to a severely calcified right common iliac artery, the balloon burst at 9 atmospheres. The access site was the right femoral, using an ipsilateral approach. There was moderate vessel tortuosity with the percent stenosis unk. The balloon was withdrawn and another powerflex balloon catheter was used to finish the procedure successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the right common iliac artery the balloon was reported to have ruptured. The vessel was described as severely calcified with moderate tortuousity. There was no reported pt injury. No product was returned. Mfg records for the lot involved, including subassemblies, were reviewed and results indicate that product met quality requirements for product acceptance. The balloon brust pressure tests were found to be pass. With the info available and without the return of the product it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.